Event description:
This unsolicited case from (B)(6) was received on 14- mar-2017 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc injection 2 ml per 4 weeks (off label use) and later after 39 days had joint fluid retention, swelling in knee and pain in the knee; approx 42 days later wbc seen from the removed joint fluid. No relevant medical history and past drug were reported. Concurrent conditions included gonarthrosis and low back pain. The patient's concomitant medications included ketoprofen (mohrus). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml per 4 weeks (off label use) (batch/lot number: 5rsp0048 and expiration date: not provided) for osteoarthritis of the right knee. There were no problems after the first dose of synvisc injection. On (B)(6) 2017, the patient received the second synvisc injection. Treatment with synvisc was discontinued because of the events with the second injection. On (B)(6) 2017, 39 days after receiving first injection, patient experienced swelling, joint fluid retention and pain in the knee. On (B)(6) 2017, the patient visited the reporting orthopedist's hospital. Joint fluid retention was confirmed, and 37.5 cc of joint fluid was removed. On (B)(6) 2017, the swelling worsened. On the same day, the patient again visited the hospital, and was instructed to rest after 77 cc of joint fluid was removed. As of an unspecified date, the patient had not recovered from the event. The patient visited the reporting medical facility again on (B)(6) 2017. The same day, 42 days after starting treatment with synvisc, joint fluid (about 60 cc) was removed and joint lavage was done. He also received steroid injection. No bacteria were detected from the removed joint fluid, although white blood cells (wbc) were seen. Because of that, it was determined that there was no infection. On (B)(6) 2017, the patient visited the reporting clinic, and 85 cc of joint fluid was removed. On (B)(6) 2017, 85 cc of joint fluid was removed again. The patient was scheduled to undergo a surgery hereafter. Action taken: permanently discontinued. Corrective treatment: fluid removed, joint lavage, steroid for joint fluid retention, swelling in knee; steroid, joint lavage for pain in the knee; not reported for wbc seen from the removed joint fluid. Outcome: unknown for wbc seen from the removed joint fluid; not recovered/ not resolved for joint fluid retention, swelling in knee and pain in the knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsp004 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp004 no CAPA is required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-mar-17, total of (B)(4) complaints had been reported for lot # 5rsp004 amd all related sub-lots: 2. Complaints had been reported for lot # 5rsp004 (1 missing plunger rod and (B)(4) adverse event report). (B)(4) complaint had been reported for lot # 5rsp004a (missing plunger rod). (B)(4) complaints had been reported for lot# 5rsp004b (1 particle in the syringe, (B)(4) loose luer-lok hubs, (B)(4) stuck tip cap, (B)(4) broken needle, (B)(4) leaky syringe, and (B)(4) detached luer-lok hub). (B)(4) would continue to monitor to determine if a CAPA was required. Joint fluid retention: reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: probable. Seriousness criteria: medically significant and required intervention for joint fluid retention; required intervention for swelling in knee and pain in the knee. Additional information was received on 15-mar-2017 from an orthopedist. Additional event of wbc seen from the removed joint fluid was added along with details. Corrective treatment for joint fluid retention and swelling in knee was updated and corrective treatment for pain in the knee was added. The events of swelling in knee and pain in the knee were updated from non-serious to serious as the seriousness criterion of intervention required was added for both the events. Also, intervention required was added as the seriousness criterion for the event of joint fluid retention. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-mar-2017 from the orthopedist. The information regarding joint fluid removal and surgery was added. The corresponding lab test was captured. Clinical course updated and text amended accordingly. Additional information was received on 21-mar-2017: global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 14- mar-2017 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc injection 2 ml per 4 weeks (off label use) and later after 39 days had joint fluid retention, swelling in knee and pain in the knee; 42 days later wbc seen from the removed joint fluid. No relevant medical history and past drug were reported. Concurrent conditions included gonarthrosis and low back pain. The patient's concomitant medications included ketoprofen (mohrus). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml per 4 weeks (off label use) (batch/lot number: 5rsp0048 and expiration date: not provided) for osteoarthritis of the right knee. There were no problems after the first dose of synvisc injection. On (B)(6) 2017, the patient received the second synvisc injection. Treatment with synvisc was discontinued because of the events with the second injection. On (B)(6) 2017, 39 days after receiving first injection, patient experienced swelling, joint fluid retention and pain in the knee. On (B)(6) 2017, the patient visited the reporting orthopedist's hospital. Joint fluid retention was confirmed, and 37.5 cc of joint fluid was removed. On (B)(6) 2017, the swelling worsened. On the same day, the patient again visited the hospital, and was instructed to rest after 77 cc of joint fluid was removed. As of an unspecified date, the patient had not recovered from the event. The patient visited the reporting medical facility again on (B)(6) 2017. The same day, 42 days after starting treatment with synvisc, joint fluid (about 60 cc) was removed and joint lavage was done. He also received steroid injection. No bacteria were detected from the removed joint fluid, although white blood cells (wbc) were seen. Because of that, it was determined that there was no infection. Action taken: permanently discontinued. Corrective treatment: fluid removed, joint lavage, steroid for joint fluid retention, swelling in knee; steroid, joint lavage for pain in the knee; not reported for wbc seen from the removed joint fluid outcome: unknown for wbc seen from the removed joint fluid; not recovered/ not resolved for joint fluid retention, swelling in knee and pain in the knee a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Joint fluid retention reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: probable seriousness criteria: medically significant and required intervention for joint fluid retention; required intervention for swelling in knee and pain in the knee additional information was received on (B)(6) 2017 from an orthopedist. Additional event of wbc seen from the removed joint fluid was added along with details. Corrective treatment for joint fluid retention and swelling in knee was updated and corrective treatment for pain in the knee was added. The events of swelling in knee and pain in the knee were updated from non-serious to serious as the seriousness criterion of intervention required was added for both the events. Also, intervention required was added as the seriousness criterion for the event of joint fluid retention. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from (B)(4) was received on (B)(6) 2017 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc injection 2 ml per 4 weeks (off label use) and later after 39 days had joint fluid retention, swelling in knee and pain in the knee; 42 days later wbc seen from the removed joint fluid. No relevant medical history and past drug were reported. Concurrent conditions included gonarthrosis and low back pain. The patient's concomitant medications included ketoprofen (mohrus). On 01-feb-2017, patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml per 4 weeks (off label use) (batch/lot number: 5rsp0048 and expiration date: dec-2018) for osteoarthritis of the right knee. There were no problems after the first dose of synvisc injection. On (B)(6) 2017, the patient received the second synvisc injection. Treatment with synvisc was discontinued because of the events with the second injection. On (B)(6) 2017, 39 days after receiving first injection, patient experienced swelling, joint fluid retention and pain in the knee. On (B)(6) 2017, the patient visited the reporting orthopedist's hospital. Joint fluid retention was confirmed, and 37.5 cc of joint fluid was removed. On (B)(6) 2017, the swelling worsened. On the same day, the patient again visited the hospital, and was instructed to rest after 77 cc of joint fluid was removed. As of an unspecified date, the patient had not recovered from the event. The patient visited the reporting medical facility again on (B)(6) 2017. The same day, 42 days after starting treatment with synvisc, joint fluid (about 60 cc) was removed and joint lavage was done. He also received steroid injection. No bacteria were detected from the removed joint fluid, although white blood cells (wbc) were seen. Because of that, it was determined that there was no infection. On (B)(6) 2017, the patient visited the reporting clinic, and 85 cc of joint fluid was removed. On (B)(6) 2017, 85 cc of joint fluid was removed again. The patient was scheduled to undergo a surgery hereafter. On (B)(6) 2017, concerning the event joint fluid retention; volume of fluid was decreasing. Thus, a wait-and-see approach was taken to see if the event would spontaneously recover without surgery. The physician wanted to order dlst for synvisc, which was different from the lot that was used at the time of the event onset. On (B)(6) 2017, the event had not fully recovered, but the course of the event was satisfactory. No fluid removal was performed. No surgery was scheduled. The result of dlst showed allergic reaction. Action taken: permanently discontinued. Corrective treatment: fluid removed, joint lavage, steroid for joint fluid retention, swelling in knee; steroid, joint lavage for pain in the knee; not reported for wbc seen from the removed joint fluid outcome: recovering/ resolving for joint fluid retention; unknown for wbc seen from the removed joint fluid; not recovered/ not resolved for swelling in knee and pain in the knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 47077 . The production and quality control documentation for lot # 5rsp004 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp004 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-mar-17, total of (10) complaints had been reported for lot # 5rsp004 & all related sub-lots: 2 complaints had been reported for lot # 5rsp004 (1 missing plunger rod and 1 adverse event report). 1 complaint had been reported for lot # 5rsp004a (missing plunger rod). 7 complaints had been reported for lot# 5rsp004b (1 particle in the syringe, 2 loose luer-lok hubs, 1 stuck tip cap, 1 broken needle, 1 leaky syringe, and 1 detached luer-lok hub). Sanofi would continue to monitor to determine if a CAPA was required joint fluid retention reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: probable seriousness criteria: medically significant and required intervention for joint fluid retention; required intervention for swelling in knee and pain in the knee additional information was received on 15-mar-2017 from an orthopedist. Additional event of wbc seen from the removed joint fluid was added along with details. Corrective treatment for joint fluid retention and swelling in knee was updated and corrective treatment for pain in the knee was added. The events of swelling in knee and pain in the knee were updated from non-serious to serious as the seriousness criterion of intervention required was added for both the events. Also, intervention required was added as the seriousness criterion for the event of joint fluid retention. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-mar-2017 from the orthopedist. The information regarding joint fluid removal and surgery was added. The corresponding lab test was captured. Clinical course updated and text amended accordingly. Additional information was received on 21-mar-2017: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-mar-2017 and 28-mar-2017 (both the information processed together with clock start date: 24-mar-2017) from the orthopedist. Outcome of joint fluid retention was updated from not recovered/ not resolved to recovering/ resolving. Information concerning the event joint fluid retention was added. Clinical course updated and text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc injection 2 ml per 4 weeks (off label use) and later after 39 days had joint fluid retention, swelling in knee and pain in the knee; 42 days later wbc seen from the removed joint fluid. No relevant medical history and past drug were reported. Concurrent conditions included gonarthrosis and low back pain. The patient's concomitant medications included ketoprofen (mohrus). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml per 4 weeks (off label use) (batch/lot number: 5rsp0048 and expiration date: dec-2018) for osteoarthritis of the right knee. There were no problems after the first dose of synvisc injection. On (B)(6) 2017, the patient received the second synvisc injection. Treatment with synvisc was discontinued because of the events with the second injection. On (B)(6) 2017, 39 days after receiving first injection, patient experienced swelling, joint fluid retention and pain in the knee. On (B)(6) 2017, the patient visited the reporting orthopedist's hospital. Joint fluid retention was confirmed, and 37.5 cc of joint fluid was removed. On (B)(6) 2017, the swelling worsened. On the same day, the patient again visited the hospital, and was instructed to rest after 77 cc of joint fluid was removed. As of an unspecified date, the patient had not recovered from the event. The patient visited the reporting medical facility again on (B)(6) 2017. The same day, 42 days after starting treatment with synvisc, joint fluid (about 60 cc) was removed and joint lavage was done. He also received steroid injection. No bacteria were detected from the removed joint fluid, although white blood cells (wbc) were seen. Because of that, it was determined that there was no infection. On (B)(6) 2017, the patient visited the reporting clinic, and 85 cc of joint fluid was removed. On (B)(6) 2017, 85 cc of joint fluid was removed again. The patient was scheduled to undergo a surgery hereafter. On (B)(6) 2017, at 11:30 hours, drug lymphocyte transformation test was performed for synvisc with preservative solution in whole blood sample and the result was: pha level measure value (cpm): 487; positive rate (%): 136 and reference range was 179% or below. The decision criteria was: negative: positive rate, 179% or below; pseudo-positive: positive rate; positive: positive rate, 200% or above. The consideration should be performed based on together with clinical findings because these were criteria for the test. On (B)(6) 2017, concerning the event joint fluid retention; volume of fluid was decreasing. Thus, a waitand- see approach was taken to see if the event would spontaneously recover without surgery. The physician wanted to order dlst for synvisc, which was different from the lot that was used at the time of the event onset. On (B)(6) 2017, the event had not fully recovered, but the course of the event was satisfactory. No fluid removal was performed. No surgery was scheduled. The result of dlst showed allergic reaction. Action taken: permanently discontinued. Corrective treatment: fluid removed, joint lavage, steroid for joint fluid retention, swelling in knee; steroid, joint lavage for pain in the knee; not reported for wbc seen from the removed joint fluid. Outcome: recovering/ resolving for joint fluid retention; unknown for wbc seen from the removed joint fluid; not recovered/ not resolved for swelling in knee and pain in the knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsp004 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp004 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-mar-17, total of (10) complaints had been reported for lot # 5rsp004 & all related sub-lots: two complaints had been reported for lot # 5rsp004 (1 missing plunger rod and 1 adverse event report). One complaint had been reported for lot # 5rsp004a (missing plunger rod). Seven complaints had been reported for lot# 5rsp004b (1 particle in the syringe, 2 loose luer-lok hubs, 1 stuck tip cap, 1 broken needle, 1 leaky syringe, and 1 detached luer-lok hub). Sanofi would continue to monitor to determine if a CAPA was required joint fluid retention: reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: probable. Seriousness criteria: medically significant and required intervention for joint fluid. Retention; required. Intervention for swelling in knee and pain in the knee. Additional information was received on 15-mar-2017 from an orthopedist. Additional event of wbc seen from the removed joint fluid was added along with details. Corrective treatment for joint fluid retention and swelling in knee was updated and corrective treatment for pain in the knee was added. The events of swelling in knee and pain in the knee were updated from non-serious to serious as the seriousness criterion of intervention required was added for both the events. Also, intervention required was added as the seriousness criterion for the event of joint fluid retention. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-mar-2017 from the orthopedist. The information regarding joint fluid removal and surgery was added. The corresponding lab test was captured. Clinical course updated and text amended accordingly. Additional information was received on 21-mar-2017: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-mar-2017 and 28-mar-2017 (both the information processed together with clock start date: 24-mar-2017) from the orthopedist. Outcome of joint fluid retention was updated from not recovered/ not resolved to recovering/ resolving. Information concerning the event joint fluid retention was added. Clinical course updated and text amended accordingly. Additional information was received on 31-mar-2017 from the orthopedist. The result of drug lymphocyte transformation test was added. Clinical course updated and text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 14- mar-2017 from an orthopaedist. This case concerns a (B)(6) male patient who received treatment with synvisc injection 2 ml per 4 weeks (off label use) and later after 39 days had joint fluid retention, swelling in knee and pain in the knee; 42 days later wbc seen from the removed joint fluid. No relevant medical history and past drug were reported. Concurrent conditions included gonarthrosis and low back pain. The patient's concomitant medications included ketoprofen (mohrus). On (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection, at a dose of 2 ml per 4 weeks (off label use) (batch/lot number: 5rsp0048 and expiration date: dec-2018) for osteoarthritis of the right knee. There were no problems after the first dose of synvisc injection. On (B)(6) 2017, the patient received the second synvisc injection. Treatment with synvisc was discontinued because of the events with the second injection. On (B)(6) 2017, 39 days after receiving first injection, patient experienced swelling, joint fluid retention and pain in the knee. On (B)(6) 2017, the patient visited the reporting orthopedist's hospital. Joint fluid retention was confirmed, and 37.5 cc of joint fluid was removed. On (B)(6) 2017, the swelling worsened. On the same day, the patient again visited the hospital, and was instructed to rest after 77 cc of joint fluid was removed. As of an unspecified date, the patient had not recovered from the event. The patient visited the reporting medical facility again on (B)(6) 2017. The same day, 42 days after starting treatment with synvisc, joint fluid (about 60 cc) was removed and joint lavage was done. He also received steroid injection. No bacteria were detected from the removed joint fluid, although white blood cells (wbc) were seen. Because of that, it was determined that there was no infection. On (B)(6) 2017, the patient visited the reporting clinic, and 85 cc of joint fluid was removed. On (B)(6) 2017, 85 cc of joint fluid was removed again. The patient was scheduled to undergo a surgery hereafter. On (B)(6) 2017, at 11:30 hours, drug lymphocyte transformation test was performed for synvisc with preservative solution in whole blood sample and the result was: pha level measure value (cpm): 487; positive rate (%): 136 and reference range was 179% or below. The decision criteria was: negative: positive rate, 179% or below; pseudo-positive: positive rate; positive: positive rate, 200% or above. The consideration should be performed based on together with clinical findings because these were criteria for the test. On 24-mar-2017, concerning the event joint fluid retention; volume of fluid was decreasing. Thus, a wait and- see approach was taken to see if the event would spontaneously recover without surgery. The physician wanted to order dlst for synvisc, which was different from the lot that was used at the time of the event onset. On (B)(6) 2017, the event had not fully recovered, but the course of the event was satisfactory. No fluid removal was performed. No surgery was scheduled. The result of dlst showed allergic reaction. It was further reported that the joint fluid retention symptoms came to be resolving starting from (B)(6) 2017 and had almost subsided as of (B)(6) 2017. Action taken: permanently discontinued. Corrective treatment: fluid removed, joint lavage, steroid for joint fluid retention, swelling in knee; steroid, joint lavage for pain in the knee; not reported for wbc seen from the removed joint fluid outcome: recovering/ resolving for joint fluid retention; unknown for wbc seen from the removed joint fluid; not recovered/ not resolved for swelling in knee and pain in the knee. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 5rsp004 expiration date (12/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp004 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-mar-17, total of (10) complaints had been reported for lot # 5rsp004 & all related sub-lots: 2 complaints had been reported for lot # 5rsp004 (1 missing plunger rod and 1 adverse event report). 1 complaint had been reported for lot # 5rsp004a (missing plunger rod). 7 complaints had been reported for lot# 5rsp004b (1 particle in the syringe, 2 loose luer-lok hubs, 1 stuck tip cap, 1 broken needle, 1 leaky syringe, and 1 detached luer-lok hub). Sanofi would continue to monitor to determine if a CAPA was required. Joint fluid retention: reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: probable. Seriousness criteria: medically significant and required intervention for joint fluid retention; required intervention for swelling in knee and pain in the knee. Reporting orthopedist's comment: prescribing synvisc in the future would be risky. Additional information was received on 15-mar-2017 from an orthopedist. Additional event of wbc seen from the removed joint fluid was added along with details. Corrective treatment for joint fluid retention and swelling in knee was updated and corrective treatment for pain in the knee was added. The events of swelling in knee and pain in the knee were updated from non-serious to serious as the seriousness criterion of intervention required was added for both the events. Also, intervention required was added as the seriousness criterion for the event of joint fluid retention. Clinical course was updated. Text was amended accordingly. Additional information was received on 17-mar-2017 from the orthopedist. The information regarding joint fluid removal and surgery was added. The corresponding lab test was captured. Clinical course updated and text amended accordingly. Additional information was received on 21-mar-2017: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-mar-2017 and 28-mar-2017 (both the information processed together with clock start date: 24-mar-2017) from the orthopedist. Outcome of joint fluid retention was updated from not recovered/ not resolved to recovering/ resolving. Information concerning the event joint fluid retention was added. Clinical course updated and text amended accordingly. Additional information was received on 31-mar-2017 from the orthopedist. The result of drug lymphocyte transformation test was added. Clinical course updated and text amended accordingly. Additional information was received on 07-apr-2017 from the orthopedist. The information regarding joint fluid retention was added. The reporting orthopedist's comment was added. Clinical course updated and text amended accordingly.